Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient was in the emergency room with asystole and pulseless electrical activity. It was unknown if the pulseless electrical activity included pacing output or not. The patient died and the cause of the patient¿s death was unknown. It was noted that the leadless pacemaker was implanted with the presence of an inferior vena cava (ivc) filter. The leadless pacemaker was inactivated and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.